Event description:
A website article titled "implantation of intraocular collamer lens for correction of myopia as a risk factor for open angle glaucoma" about patient with myopia resulting in open angle glaucoma. Cause of event was not reported.

Manufacturer narrative:
Iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. E1 - country of origin - unk. Claim#: (B)(4).